Event description:
It was reported that electrodes 4, 5, 6, 11, 14, and 15 were all showing impedances >10,000 ohms. The patient had 2 quad leads and one octad lead. The impedance issues were on one of the quad leads and the octad lead. The patient had low back pain and right leg to foot pain. About 5-6 months prior to the report their stimulation started to go ¿haywire¿ and was turning on and off quickly and then coming on too strong. Electrodes 0-3 were unaffected and the manufacturer representative thought that corresponded to the right side lead but it didn¿t give stimulation in all the correct areas. Electrodes 4-7 were no usable because 3 contacts were out. The top 3 contacts out of electrodes 8-15 were able to cover the bilateral buttocks to heels but not their low back. This was the sporadic group. The patient had not been using their device for 5-6 months prior to the report but was keeping it charged. There were no falls or trauma associated with this event and fluro x-ray showed no movement from the implant position. The patient had less than (B)(6) therapy relief at the lead locations. The cause of the impedance issue was not determined and the patient was not receiving therapy at the time of the report. The patient was scheduled to meet a doctor on (B)(6) to discuss a revision for a removal of the leads and replacement with a new lead. The revision would be scheduled after that appointment. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information was received on (B)(6) 2014 indicating that the patient was impatient to turn on the system. The patient had their system replaced because it was "cracked" but it was unknown what component that meant. The whole system was removed. The following day, additional information was received indicating that the replacement occurred on (B)(6) 2014. The patient was doing fine and receiving effective therapy.

Event description:
Additional information received reported that the revision procedure had been cancelled due to insurance issues and would be rescheduled.

Manufacturer narrative:
Concomitant medical products: product ID: 3778-75, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3708240, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 37744, serial# (B)(4), product type: programmer, patient. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: neu_unknown_lead, product type: lead. (B)(4).

Event description:
Additional information received reported that a replacement procedure had been scheduled for (B)(6). The "tripole" was going to be removed and replaced with a "565." No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.